Event description:
It was reported that the customer had a button error on the insulin pump. Customer was told to change the battery and wait 10 minutes, but this has not helped. Customer's blood glucose level was 11 mmol/l. Customer was told to contact the hospital for a new pump. No further details given.

Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. Unit received with broken belt clip slot.